Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Reporter stated that when the device user attempted to retract needle tip into safety mechanism the needle would not fully retract. Issue occurred during demonstration of product. No needlestick took place. There was no patient involvement or clinician injury.